Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 351 mg/dl. Customer stated that she went to have an MRI earlier and the pump was attached to her when they started the MRI. Customer stated that it was removed but it was left in the room with other machines. The pump beeped after the MRI was done. Customer stated that alarm occurred during normal use. Customer was assisted with clearing the alarm. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.